Event description:
It was reported in a voice message reporting that during a procedure, 2 helical blades would not enter into trochanteric fixation nail (tfn) upon insertion. The reporter stated that the blades would not pass through the opening trochar connections, nail, insertion handle, coupling screw, trochars and micro compression screws, with the 130 degree guide, and would still not enter. The procedure was completed by implanting an 11 mm screw option for tfn. The procedure was successfully completed with no patient injury reported. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hwc. Device history record review: revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with one nonconformance noted. The dosimeters were rechecked with the correct spectrometer and all readings were within specification. No adverse affect on product or on product sterility. Placeholder.

Manufacturer narrative:
Placeholder.